Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous lesion in the mid right coronary artery (rca) with 99% stenosis. The 3.00x12mm nc traveler balloon catheter (bdc) failed to cross the lesion due to the anatomy. There was also resistance felt with the anatomy during removal of the bdc. An unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.